Event description:
I contacted (B)(6) in (B)(6) yesterday about noonish to order batteries for my wheelchair that has not had batteries for over 5 years. Then I called back to order arm-rest for my wheelchair. This company charged my account for the price of the batteries (B)(6) and then after me calling to order the armrest charged my account for another (B)(6) in which brought my account in a negative which should be. I will not have my account affected by the lack of knowledge and training of this companies employees. I spoke with a (B)(6) that placed the orders and spoke with a (B)(6) of upper management to be hung-up on today (B)(6) 2017, after I went to my financial institution for a print-out of this businesses mistakes. I am not a business and will not compensate for another individual's training or lack of training of their employees. This place of business does not bill medicare either.